Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for spinal pain. It was reported on (B)(6) 2016 that the patient had a fever starting on (B)(6) 2016 and their left side was swollen near the pocket site. The patient's healthcare provider thought that the patient had an infection near or around the pump. The patient's fever was over 100 degrees. The patient had redness and tenderness near the pump pocket. The patient has been in pain, was having trouble walking, standing, and sitting. Oral and IV antibiotics were given as an intervention. The patient was being medicated through the pump with bupivacaine at a concentration of 4.0mg/ml, and a dose of 0.3998mg/day. The patient was also being medicated through the pump with morphine at a concentration of 10.0mg/ml, and a dose of 1.00mg/day. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.